Manufacturer narrative:
(B)(4).

Event description:
The tibial insert right could not be fixed onto the tibial component. The surgeon discarded the tibial component and inserted a new one. This event caused a surgical delay which was greater than 30 minutes.